Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was found in back-up vvi mode due to MRI exposure. High voltage therapy was not available due to back-up operation. Device reprogramming is anticipated to resolve the issue. Additional information has been requested but not yet received. The patient was in stable condition.

Event description:
During follow-up, the device was found in back-up vvi mode due to MRI exposure. High voltage therapy was not available due to back-up operation. The device was reprogrammed to resolve the issue. Additional information has been requested but not yet received. The patient was in stable condition.